Event description:
It was reported that during a nephrostomy treatment procedure, the tip of the wire was sheared off and remained in the patient. While manipulating the v18 control wire through the introducer needle, the needle sheared the tip off of the v18 control wire and it was left in the patient. The patient was scheduled later for a percutaneous nephrolithotomy to remove kidney stones and the tip was removed at that time. Patient status is reported as "fine." It was further reported by the facility that the entry needle "is actually two parts - a needle and an outer cannula, so the needle had been removed in order to insert the wire through the outer cannula of the chiba and into the ureter. The ureter contained stones and in manipulating the wire through the ureter the wire may have hit the stones because it bent/kinked and coiled a little bit. When we removed the wire to take pictures, we noticed that part of the tip of the wire was missing - about 2-3 cm of the black tip remained in the calyx of the kidney. In this procedure, we just obtain access, then the patient goes to the or where they balloon the ureter and remove the stones, so the fractured portion of the wire was removed when the stones were removed. The patient was asymptomatic during this event."